Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? Please provide more details. The op was prelonged a bit and the patient has been discharged already. Could you please clarify event date? (B)(6) 2022. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a laparoscopic removal of huge hysteromyoma, left adnexectomy, pelvic adhesiolysis, electrocoagulation of pelvic endometriosis and drainage on (B)(6) 2022 and suture was used. During the surgery, the abdominal incision was sutured. The doctor used suture to sew the patient's wound. After the needle was inserted, the suture was tightened by hand to align the wound. The suture was broken and replaced. The procedure was prolonged a bit. There were no adverse patient consequences reported. Additional information was requested.